Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, it was reported that the catheter remained inserted in the patient during fluid bag replacement and priming of the catheter. The tactiflex¿ ablation catheter, sensor enabled¿ instructions for use (IFU) states, ¿do not prime the tubing set while the catheter is in the patient. Remove catheter from patient and use prime to purge air or bubbles from the system.¿ review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported air embolism and subsequent arrhythmia is determined to be failure to follow the instructions for use (IFU).

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an accessory pathway ablation procedure, an air embolism occurred which resulted in an arrhythmia and required compressions to stabilize the patient. While working around the left ventricular summit area with the ablation catheter, after many lesions had been performed, a 'bubble detected' message was noted from the ampere indicating that there was a cool point pump bubble detected. The irrigation fluid bag had run out and needed to be replaced. The ablation catheter was in a proper location to ablate around the left atrial appendage, thus it was not going to be removed outside the patient to flush and instead the flush would happen from closing the stopcock to the patient. When the fluid bag was replaced, the stopcock was accidentally left open and flushed with the catheter still in the heart, leading to introduction of air bubbles. The patient was believed to have an air embolism, as they went into a ventricular escape rhythm and anesthesia vitals dropped. Chest compressions were performed, the patient stabilized and returned to normal rhythm. The remainder of the case was aborted, and the accessory pathway was not successfully ablated. The patient woke up from anesthesia with no remaining effects from the event.